Manufacturer narrative:
After initially cleaning the head hi/low down valve, the account's biomed cleaned and reseated the trend valve to repair the bed.

Event description:
The account's biomed stated that the head hi/low function is drifting overnight.